Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 experienced a failure due to a faulty drawer board. A field service engineer replaced the drawer controller board. A hardware test was successfully completed, and the customer confirmed that they were able to access the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was down, and the screen was black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.